Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0

Manufacturer narrative:
The lens was implanted in 2001. Hydroview iol was discontinued and is no longer manufactured by b+l. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Visual inspection of the returned lens found the optic cut in half and haptics attached to each piece of the optic. The optic has a cloudy white appearance and some areas with an orange peel appearance. An alizarin red s chemical stain test was performed and confirmed the presence of calcium. The cause of the calcification phenomenon is multifactorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium on to the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the info provided, the exact root cause for this event could not be determined.